Event description:
Customer reportedly received results of 363mg/dl, 149 mg/dl, and 165mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.